Manufacturer narrative:
The pod was returned with the needle mechanism in a not deployed state. Investigation of the pod data found that the pod completed first and second prime early due to rotational sensor malfunctions. These rotational sensor malfunctions can be confirmed as the root cause of the cannula not deploying. A rerun of the pod found the rotational sensor malfunctions to replicate in the rerun data. The rotational sensor assembly was inspected, and no abnormalities were observed that would lead to the observed rotational sensor malfunctions. The exact cause of the observed rotational sensor malfunctions cannot be determined.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed and the pods pink slide had failed to move forward at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.